Event description:
It was reported that the patient was first evaluated remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited an increase in capture threshold which resulted in loss of capture, and the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The patient subsequently presented for a device change procedure on (B)(6) 2026. During the procedure, the physician increased the sensitivity of the ra lead and identified an area of insulation breach visually, which was then repaired, the ra lead will continue to be monitored. The physician also decided to retain the rv lead and implant a left ventricular (lv) lead with an upgrade to a cardiac resynchronization therapy pacemaker (crt-p). The device was programmed to lv sensing. The patient remained stable throughout the procedure.